Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00617 and 3004608878-2020-00616.

Event description:
This is 1 of 3 reports. A nurse reported that the a1059 mayfield modified skull clamp has slipped when no one was touching the patient or device. There was no known injury or surgical delay.

Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Mayfield skull clamp was returned for evaluation. Product has passed all specific functional testing requirements. Complaint not confirmed via inspection of the unit. Evaluation found when the unit is properly positioned and put under pressure, the unit would not have slipped.